Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported upstream occlusion alarm which was reproduced as a a false upstream occlusion. A review of the event history log identified the multiple upstream occlusion alarm. The reported condition was verified. The cause was determined to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported air in line alarm which was reproduced as a false air in line alarm. A review of the event history log identified the multiple air in line alarm. The reported condition was verified. The cause was determined to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion and alarmed air in line during testing . The event date and the location where the event happened were not provided. There was no patient involvement. No additional information is available.